Event description:
1/3/98 while preparing swanganz catheters for insertion balloons were inflated to check for patency. One balloon burst and the other balloon leaked. Neither catheter had been inserted into a pt.